Event description:
It was reported, the single use guide sheath kit was used during guided sheath procedure. The patient's condition "suddenly changed when the lungs were being lavaged after the biopsy." The patient "vomited a lot of blood." Additional information obtained that bleeding occurred, causing a 1-hour delay for hemostasis. The procedure was then completed. The hospital commented that there was no problem with the olympus product and the biopsy itself. Further information received that confirmed no change to open surgery. Per the customer, there was a "possibility that the blood was aspirated because it took some time to aspirate after hemoptysis; the bleeding was probably from the biopsy site." The patient recovered well and appeared to be able to communicate the day after the procedure.

Manufacturer narrative:
This report is related to patient identifiers: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (e1 and g2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "before use, prepare and inspect the instruments as instructed below. Should any irregularity be observed, do not use the instrument but use a spare instead. Damage or irregularity may compromise patient or operator safety by posing an infection-control risks, tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage." "Do not force the distal end of the insertion portion against body cavity tissue. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage." "Do not force the distal end of the insertion portion against body cavity tissue. If you press the instrument¿s cup too hard against tissue in an attempt to take a sample more than needed, the risk of perforation increase. Do not take more than needed." Olympus will continue to monitor field performance for this device.